Manufacturer narrative:
No medwatch form was received. Device evaluation anticipated, but not yet begun.

Event description:
It was reported that a patient presented to the emergency room after receiving multiple inappropriate shocks. Parameters set in bvvi were noted. The device interrogation was not possible due to intermittent connection. The device was explanted and replaced.

Manufacturer narrative:
The reported field event of inappropriate therapy was confirmed via review of stored electrograms. The reported field event of a backup vvi reset was confirmed in the laboratory and was caused by a hv controller component being disabled during an hv charge attempt. The cause of the component being disabled was not determined.